Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was continuously inaccurate. Reportedly, the customer filled the cartridge with 180 units of insulin. The customer declined further troubleshooting with tandem's technical support. There was no reported impact to the customer's blood glucose level.